Manufacturer narrative:
A device history record review was completed for provided material number 302772 and lot number 2110403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were visually examined and no signs of defect were identified. Based on the investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Event description:
No additional information.

Event description:
It was reported that bd syringe solomed 2pc had a packaging breech. The following information was provided by the initial reporter, translated from chinese to english: broken syringe packaging was found before the child was administered

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.